Manufacturer narrative:
Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a monitoring voltage of 2.7 volts and a charge time of 30 seconds. A device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
--